Event description:
The pt (B)(6) was implanted with two percutaneous leads for purposes of an occipital nerve stimulation trial (off-label). It was reported one of the leads perforated the skin. The pt was hospitalized, and the impacted device was explanted. Antibiotics were administered to the pt as treatment, and the trial continued with one lead. The trial was deemed a success, and the pt will proceed with a permanent therapy system.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.